Event description:
The valve pin does not fit into the valve which makes the closure and drainage impossible. The small blue rubber seal has come loose. Answer received on 8/15/2022 email attached: was there any damage noticed on catheter valve? No visible damage, but assumption, that the blue valve inside is no longer in correct position. Does access tip was not able to fit in the patient's valve? Yes, exactly, it did not fit was there leakage? No indication/comment on leakage. What component came loose? -> no visible loosening, only assumption for inside valve becoming loose. Where is the catheter located? Abdomen or chest? Chest. How long has the catheter been in place -> since (B)(6) 2021. How was the issue resolved? Valve was changed. Did they able to drain successfully yes, changed valve worked properly. What was the impact to the patient? -> there was no impact on the patient. Is there a photo or a sample available showing the reported issue? Unfortunately no.

Manufacturer narrative:
Pr 5804436 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.